Event description:
Procedure type: coronary artery bypass graft. According to the reporter: the clip did not load into the jaws of the device and when clipped over the vessel, the jaws cut through the vessel. Two clips came out of the device at the same time. The clips did not fully close around the vessel. The pt is ok. Sutures and extra clips were required to ligate the bleeding vessels.

Manufacturer narrative:
(B)(4).